Event description:
It was reported that a patient (pt) had a break in aseptic technique during peritoneal dialysis (pd) therapy which caused peritonitis. The peritonitis was manifested by cloudy effluent and minor discomfort. The break in aseptic technique was further described as pt did not wear a mask while performing pd therapy. The patient was not hospitalized for the event. On the same day as onset, the patient began treatment with vancomycin (2 grams, every 4 days, ip-intraperitoneally) for peritonitis. Fifteen days later, treatment was discontinued. At the time of this report, the peritonitis was resolving, the pt was recovering and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.